Manufacturer narrative:
Telemetry channels were moved to a functional xhibit telemetry receiver (xtr) and the faulty unit was removed from use and sent for depot repair. An equipment service engineer verified the issue and found the unit had a faulty pcba that caused a communication failure with quad receiver cards. The device was repaired and returned to the customer once the unit passed all final testing. The cause of the reported issue was that the unit had a faulty pcba.

Event description:
The customer reported that four telemetry patients went offline at the xhibit central station during patient monitoring. There was no patient or user death, or injury associated with the event.